Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted with a 20mm x 12cm gore® excluder® aaa endoprosthesis (excluder device, contralateral leg) to treat abdominal aortic aneurysm. Excluder device was delivered to the target lesion. It was found that deployment knob couldn't be pulled and deployed normally. After several attempts without success, it was withdrawn from patient. Another new excluder device was used to complete the procedure successfully. Patient tolerated the procedure. Physician tested the device at back table after it was withdrawn. The device was expanded successfully.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A4: patient weight is not available. H6: code c21 - production history is under review by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met pre-release specifications. Code d15 - the reported inability to deploy the device could not be independently confirmed: the reported information indicates the device was deployed successfully after being removed from the patient, and this is consistent with the observations made on the provided device photographs. The device itself was discarded by the user and, therefore, not available for evaluation. The cause of the reported inability to deploy the device could not be established with the available information.